Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the tissue welder did not work. There was no power out put. Trouble shootings were done by replacing new extension cable and new power supply and there was still no power on the tissue welder. The hospital then replaced the hemopro device and every thing went fine. The procedure was completed and no pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: investigation was completed and the device passed the mechanical, electrical and the simulated cautery test. The reported complaint is not confirmed. Lot history record review was completed for the product, there was no nonconformance associated with the lot number.